Event description:
A patient had undergone a tlif with a cage at l4 to l5. Back-out of the cage was revealed, leading to revision surgery at l3 to l5. The procedure included implanted rod removal with posterior approach and insertion of another cage following the removal of the original cage via olif. At the time of pulling the soft tissue with a punch, vessel was damaged causing haemorrhage. For persistent haemorrhage, vascular surgery department was consulted and under their guidance, the procedure was completed. As a result of the incident, the surgical time was extended less than 15 minutes.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.